Manufacturer narrative:
The carefusion failure analysis department evaluated the flow sensors and was able to reproduce the reported failure. The sensors were disassembled and inspected and found the reported issue to be due to improper cleaning of the flow-sensors. (B)(4).

Event description:
The customer stated that two hot wire flow sensors caused the vent to auto cycle while on a patient. The flow sensors were removed and replaced with a functioning sensor and there was no harm to the patient.